Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated. It was further reported that data collection was programmed off. The device remains in use. No patient complications have been reported as a result of this event.